Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). Investigation ongoing.

Event description:
It was reported to hamilton medical ag that: ¿vent began auto-triggering on patient and there was substantial patient volume loss. Patient bagged while flow sensor, filters, and disposable exhalation valve changed. When the attempt was made to pre-use check the vent after the flow sensor change, we were unable to perform a leak test or a flow sensor calibration test. The vent would not cycle through the tests as if it were frozen. Switched out ventilator, patient issue resolved and now stable on new ventilator.¿ a patient was involved and medical intervention (manual ventilation) was required. However, no adverse health consequences or injuries to the patient were reported.